Manufacturer narrative:
Telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos post intraocular lens (iol) implantation. In addition, the patient can see the actual optic rings in the dim light condition. It was indicated that patient's daily activities were significantly affected. The surgeon believes the surgeons cannot adapt diffractive iol. They performed an explant with a mono-focal iol as the replacement lens. Vision pre-operative: far: 0.8 near: j4 (decimal). Vision post-operative: far: 0.5 near: j2. No other interventions were required. No further information was provided.

Manufacturer narrative:
Correction and additional information: section d6b: if explanted, give date: as per the additional information received, the correct explant date is (B)(6) 2021. It was indicated as 2/28/2022 in the initial report which is hereby corrected. Section d9: device available for evaluation: yes date returned to manufacturer: 12 aug, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. The complaint issue ¿hm-glare¿ and ¿hm-halo vision¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, it was noted that product investigation codes were inadvertently not indicated in the previous follow-up MDR report (MDR report # 3012236936-2022-02008) submitted. Therefore, this report is submitted to correct this. Fields below updated: h6: type of investigation: 10. H6: investigation findings: 114. H6: investigation conclusion: 4315. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.